Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on multiple contacts 8,10 ,13,14,15. Patient (pt) is getting settings can not be achieved message. Pt said her ins battery was at 50% charge after one week of use. Ts thinks the additional battery usage is related to the high impedances. Rep reprogrammed an it seems to be working now. Pt said she had her controller in her purse and when she took it out of her purse it was on. Caller noted patient is still having recharge interval concerns and is keeping track of those on her own. The reason for call was pt reported they were told "a week or so ago" by their mdt rep. (B)(6) that they had a "cracked" lead since (B)(6) 2022. Pt met with mdt rep. (B)(6) in person in may, june, and july to notify them of the "settings not available" message at the (B)(6) hospital (see case (B)(4) for mention of the settings not available message). Pt noted they "lost" every program and now they had 5 programs and lost one program at 5:00 pm. Pt noted they were implanted on (B)(6) 2022 and wanted to know more information regarding the warranty. Patient services specialist (pss) reviewed the warranty information with the pt. Pt noted all the leads on the right were not usable because they would go down the leg (pss understood this as the electrodes on the right lead were not functioning). Pt noted they would rather replace the spinal cord stimulator (scs) if they were going to have issues with their scs in the future. Pt noted their mdt rep. Was planning to talk to their hcp and informed the pt to wait till friday before they talk about replacing the scs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), product type lead. Product ID 977a260 lot# serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are not able to adjust stimulation because the controller won't find the device. Patient reported they had trouble with the programming and found out one of the lead was cracked so the manufacturer representative (rep) programmed the device so they didn't use that lead. Patient stated in (B)(6) 2022 they tried 8 times to connect to the implant and they would get no device found. Later again they tried 17 times, no device found, then again it took 5 times and were suggested to reset controller. In (B)(6) 2022 they reset controller again. Yesterday they could not find the ins, so they reset controller. Patient stated they have the implant for vaginal burning and the burning came back yesterday and they went to adjust the stimulation and could not. Patient mentioned they have been through years without pain with the old one and at one time they thought about having it taken out in may. Patient stated they don't use the therapy all the time. Patient services (ps) asked patient clarifying questions. Patient stated the implantable neurostimulator (ins) was last charged (B)(6) 2023. Ps reviewed device function. Ps assisted patient with connecting to the ins and controller shows the passive recharge screen with number of 100s. Ps reviewed best practice to recharge the ins and controller. Ps reviewed meaning and process of the passive recharge screen. Controller show excellent recharging quality. Controller 100% and ins 40% charged and therapy is off. Ps reviewed devices are functioning as intended. Ps recommend patient monitor devices and call for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue. Ps confirmed there is no damage on the external devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1: a correction was made to update the reportability. The reportability is no longer a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.